Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with itching, burning sensation, rash, blisters and scar that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. The skin reaction was not treated with any medication; however, the affected area was kept clean and dry. There was no documentation of medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified. The scar was present more than 3 months after the skin reaction occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).